Event description:
The following was reported: "pressure tubing fell off during set up."

Manufacturer narrative:
Device evaluation: customer report was confirmed. Kit appeared not used. Pressure tubing was found completely broken off from uv bond joint with reservoir.